Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported upon implanting an intraocular lens (iol) there was a sticky substance on the lens. This has happened approximately 15 times to the reporting surgeon. The surgeon removed the substance during the initial procedure and there is no reported patient impact. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company iii (d) cartridge was not returned for evaluation. Two photos were provided. These appear to be the same photo at different magnification. The photo is of a non-company lens. There appears to be a fiber/foreign material on the anterior surface of the lens. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Qualified and non-qualified lens models were indicated. It is unknown how many of each were involved. The other associated product are qualified for use with the indicated cartridge/company iol combination. The site has indicated that viscoelastic is not used in the company cartridges. The root cause for the reported issue may be related to a failure to follow the dfu. The provided photos are of a non-company lenses although it was indicated this has been observed with company lenses. Per the dfu: the company iii iol delivery system is for implantation of company qualified foldable iols. No unqualified lenses should be used with the company iii iol delivery system. In addition, the site indicated viscoelastic is not placed in the company cartridges. The dfu instructs to fill the cartridge with viscoelastic before attempting to load the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage or delivery issues. A company director of global qa tech & customer affairs discussed the cases with the surgeon. The manufacturer internal reference number is: (B)(4).